Event description:
Per the clinic, the patient underwent a revision surgery to reposition the receiver/stimulator unit on (B)(6) 2015. During the procedure the implant was damaged resulting in explantation of the device. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed february 3rd, 2016.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.